Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that that during screw insertion the tip of the driver sheared off. The tip was removed and another driver was used to finish the case. No patient complications were reported.

Manufacturer narrative:
Additional info: approximately 10mm of the inner shaft has broken off. Macroscopic and optical examination revealed a fairly flat break there appears to be a circular flow to the material. This is consistent with torsional overload.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.